Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The job traveler for the reported lot revealed no nonconforming reports. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a supera peripheral stent was successfully implanted in the distal superficial femoral (sfa)/ popliteal artery. On (B)(6) 2015, the patient presented to the emergency room with complaints of intermittent cold leg, but was sent home without admission. The following day on (B)(6) 2015 the patient again presented to the emergency room with the same symptoms and was admitted. A repeat angiogram on (B)(6) 2015 showed no flow thru the stent due to thrombus. The patient underwent bypass artery graft surgery of the leg with a good outcome. On (B)(6) 2015, the patient was discharged. No additional information was provided.